Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 2.5 months post index procure the patient had an additional two resolute onyx des implanted in the rca during a revascularization procedure. The same day post revascularization procedure the patient experienced st elevation related to non-tv mi. The event was treated with implant of two resolute onyx des, one in the rca and one in the 2nd rpl. Investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. Patient recovered.